Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) after is turned on, it shows that the automatic inflation fails and cannot be used normally. No delay, no injuries.

Manufacturer narrative:
Updated fields: b3, b4, g1, g3, g6, h2, h6, h11. Corrected fields: d10, e1, h6 (component code).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b3, b4, g3, g6, h2, h11. Corrected field: b5, b6, b7.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) after is turned on, it shows that the automatic inflation fails and cannot be used normally. It happened before use when doing preuse check no delay, no injuries.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3,g6, h3,h6 (type of investigation, investigation finding, health impact, conclusion), h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) after is turned on, it shows that the automatic inflation fails and cannot be used normally. No delay, no injuries. A getinge fse replaced the pneumatic module assy, rohs (d997-00-1178). Problems has been solved. The defective part was retained by the client for their investigation